Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) for which biosense webster¿s product analysis lab identified a hole on the pebax. Initially, it was reported that contact force value rose when ablation was conducted. The problem persisted after the cable was replaced, but it was resolved after the stsf catheter was replaced. When the electrode was checked, ¿blood contaminated¿ in between the 2nd and the 3rd electrode. The force issue and blood observed in between the electrodes were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2023, there was a hole in the pebax and foreign reddish material was inside of it. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2023.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, reddish material (presumably blood) was observed inside the pebax; however, no external damages were observed on the device. Although the photo does not provided sufficient information related to the force issue reported by the customer, the reddish material observed inside the pebax could be related to the force issue; however, this cannot be conclusively determined. The thermocool® smart touch® sf bi-directional navigation catheter device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed reddish material and a hole in the pebax. The magnetic and force features were tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. The blood found inside the pebax area may have contributed to the force issue reported. A manufacturing record evaluation was performed for the finished device 31027836l number, and no internal action was found during the review. The issue reported by the customer was confirmed. The instructions for use contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: mechanical problem identified (c07)/investigation conclusions: unintended use error caused or contributed to event (d1102)/component code sleeve (g04115) were selected as related to the damage to the pebax. Investigation findings: appropriate term/code not available (c22)/investigation conclusions: cause not established (d15) were selected as related to the photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).